Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer did not receive any alarms from the insulin pump. The customer had changed the infusion set earlier in the day. Troubleshooting was done. The customer expressed feeling very hot and a fast-beating heart as symptoms of her high blood glucose. The customer treated her blood glucose with insulin pens. The customer confirmed that there were no air bubbles or leaks present in the infusion set or reservoir. The customer's insulin pump passed the high pressure test. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer that the insulin pump was working as designed. Nothing further reported.